Event description:
It was reported, "the following event was reported through the pt who contacted his (B)(6) doctor about all the reported events, who in turn contacted the sales mgr of our recon distributor ((B)(4)) and then he contacted us. A (B)(6) pt was operated last year (on (B)(6), 2009 as he claimed) for total hip replacement (of his left hip) in (B)(6). "Osteonics ceramic (alumina) head" of stryker has been used during the operation amongst others, as he and his (B)(6) hcp mentioned. As the pt said, after two months, he was in position to move normally without any help from support equipment (crutches etc). As the pt explained approx one and a half month ago. He was in (B)(6) when as he described "he felt something in the prosthesis broke". He was carried with an ambulance to the (B)(6) clinic, where the doctors decided that he needed to be operated. The fourth day (as the pt claims) after his second operation and while he was still in the clinic, he had - as he said - another incident and needed (according to the clinic's doctor) to be operated again for the third time."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.